Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4)implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient needed to have their implantable neurostimulator (ins) removed since it was no longer functioning. There were no symptoms, interventions, troubleshooting, causes, or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information received from the consumer reported the bottom two leads never worked. They did not capture the lower back since it was installed. The device became positional with varying intensity. It was reprogrammed twice and never worked on the lower back, only the flank and legs. The patient stated it only worked when lying on the spine. The intensity began to vary without changing position. Reprogramming was completed and several attempts were made without change.